Event description:
It was reported by the customer that a pyxis medstation es system full height cubie pocket e1 from drawer 6 had failed when users tried to retrieve the medication. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2022 to 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer 6 pocket e1 failed. The technical support specialist confirmed that the user rebooted and recovered the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie pocket e1 from drawer 6 had failed when users tried to retrieve the medication. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed. The technical support specialist confirmed that user done reboot and recovered the station. The system functioned as intended.